Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege since surgery, patient has suffered symptoms including, but not limited to pain, swelling, soreness, difficulty walking, and decreased mobility. Update: (B)(6) 2012 - ppd received. Part/lot information was provided and updated. The unknown hip was updated to the cup and a femoral head provided. There is no new additional information that would affect the investigation. (Right hip).